Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm battery low" was confirmed during device evaluation. The root cause was due to defective main batteries, which were replaced to resolve the reported condition. The service history review revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had a battery low alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.